Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. This event was further reviewed by an abbott vascular medical affairs director who concluded that there is no evidence of a relationship of the fatal event with the device. The reported patient effects of mitral regurgitation (mr), shortness of breath (dyspnea) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported dyspnea was a cascading effect/symptom of the increasing mr. Death was related to cardiorenal syndrome and multi-organ failure. A definitive cause for the reported patient effect of mr cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the initial procedure, mitral regurgitation increased to grade 4+ after two clips were implanted. An ntr clip was advanced into the patient anatomy and grasped the leaflets. The mr was not reduced; therefore, the decision was made not to implant the clip. The mr remained unchanged at grade 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (cds0602-xtr) referenced will be filed under a separate medwatch report number.

Event description:
This event is filed for patient death. It was reported that on (B)(6) 2018, two mitraclips were implanted to treat grade 3+ degenerative mitral regurgitation (mr). Post-procedure mr may have increased to 4+. On (B)(6) 2018, the patient was re-hospitalized, due to increasing dyspnea and remained hospitalized until (B)(6) 2019, and was then transferred to another hospital due to symptomatic recurrent mitral regurgitation. A second mitraclip procedure was performed on (B)(6) 2019 and two additional clips were implanted. During the procedure, the first additional clip, cds0602-xtr, was implanted; however, the clip detached from the anterior leaflet. A second clip, cds0602-ntr, was implanted to stabilize the detached clip, and mr was reduced from grade 4 to grade 3. On (B)(6) 2019, the patient died, of causes related to cardiorenal syndrome and multi-organ failure. There was no additional information provided.